Event description:
On (B)(6)-2011: customer called and said she has our double electric breast pump and it is not working for her. Customer's baby is 1 month old. Customer has stopped nursing but is still pumping exclusively. Customer cannot get all the milk out and a week ago developed mastitis. Her lc and obgyn told her to stop using the pump. Obgyn prescribed medicine and was told to use the hospital issued pump.

Manufacturer narrative:
Mastitis is a common bacterial infection of the breast during breast feeding.